Event description:
During a review of remote transmission, an episode of supraventricular tachycardia (svt) was interpreted as ventricular tachycardia (vt) and suspected inappropriate shock was delivered. No intervention has been performed at this time. The patient was stable.